Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope was bending due to a possible weak bending section. In addition, it was reported the larger radius when bending may feel less comfortable for the patient and make it more challenging for the user. The issue occurred during the procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by irregular stress applied to bending section during user handling. The events can be detected/prevented in accordance with the following instructions for use: chapter 3 preparation and inspection 3.3 inspection of the endoscope _inspection of the bending mechanisms chapter 4 operation 4.2 insertion _angulation of the distal end: avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section. Olympus will continue to monitor field performance for this device.